Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital after receiving multiple inappropriate high voltage (hv) therapy. Upon interrogation, no capture and no sensing on the right ventricular (rv) lead were noted. Diagnostic imaging confirmed the rv lead was dislodged and caused the inappropriate hv therapy. The lead was explanted and replaced. The patient was stable.